Event description:
I have filled a midas report for the citadel bed in ccc 15. The hob was not able to be raised for about 15 minutes. The required interventions necessary to raise the bed took several times to work. The patient became sb during this time. My concern is icp from the hob being lowered too long. It may not be related but was not helpful for this patient to be flat for 15 minutes. The company was notified and sending a tech to review the bed. The amino gtt was stopped with md notification of the situation. FDA safety report ID# (B)(4).